Event description:
It was reported that the patient was awoken during the night by a critical alarm from the controller. The controller display showed a fault message and the patient changed out the device to the back-up controller with the help of his spouse. The patient reportedly tolerated the controller exchange well and experienced no adverse effects. There was no reported patient injury as a result of this event. The site analyzed the log files and reportedly confirmed the controller fault as well as a potential electro-static discharge (esd) event. The device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm on the date of the reported event. Controller fault alarms of this type are most often attributed to electrostatic discharge (esd). Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Esd damage to the controller is a known event and is listed as a potential complication in the device labeling. The most likely root cause of a controller fault alarm is an electrostatic discharge which subsequently resulted in a software malfunction. Heartware has since made design enhancements to controllers to reduce the esd risk level and released an expansion of apr2013 fsca, apr2013.1, to recall certain controllers with specific serial numbers. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.